Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator was not showing the tidal volume and minute volume readings. It was unknown how the issue was found. No patient or user harm reported. The biomedical engineer (bme) reported that the v60 ventilator was not showing the tidal volume and minute volume readings. The device was evaluated by the bme, and it was reported that the issue could not be duplicated. The bme reported that a lung was tested on test circuit, and the tidal volume and minute readings were accurate. Investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the device was returned to service. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.